Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received via the remote monitoring system indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed device data noting evidence of noise and changes in signal amplitude; suggestions for system testing were provided. A revision procedure was scheduled to revise or replace the patient's system though no further details have been received. No adverse patient effects were reported.